Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported defective d2 on the printed circuit board (pcb) which was confirmed. The device was found to have corrosion on the radio printed circuit board (pcb) as a result of fluid intrusion. The device was removed from service as it was determined to be irreparable due to the mac address being assigned as the product serial number.

Event description:
It was reported that a spectrum pump wireless module had a "detective d2" on the printed circuit board. It was also reported there was no pt injury. During baxter's evaluation of a spectrum pump wireless module it had fluid intrusion.